Event description:
Reportedly, the surgeon fired the instrument and cut the tissue. However, staples did not form and another instrument was used to complete the procedure. No pt injury reported. Procedure: lower anterior resection/double stapling.